Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5173046.

Event description:
Voluntary medwatch received states over-sensing of myopotentials, far r wave over-sensing, mode switch, and p wave amplitude variation. The lead was not addressed. No adverse patient consequences were reported. .